Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor's front response button was non-functional, which prevented the monitor from activating. The cause for the failure was isolated to a damaged front response button cable. The cable had an intermittent connection near the push button. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his response buttons were not working. The pt was issued a replacement monitor.